Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31-70mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from spouse to provide carbohydrates and glucose tablets to address bg. Customer did not sustain any injuries. Recommendation was made to consult with a healthcare provider to discuss diabetes management.